Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray evaluations were normal with no anomalies found. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported the patient presented for initial procedure. Prior to implant, it was discovered the lead could not extend the helix. The physician elected to complete the procedure with a different lead. There were no patient consequences.